Manufacturer narrative:
Product event summary: analysis confirmed the reported event; power supply found out of electrical specification. Analysis could not confirm smoke odor, but odor is consistent with power supply failure. Analysis also found the programmer failed common mode wrist electrode functional test; the ECG (electrocardiogram) connector was found loose on the lem (link electronic module) printed circuit board assembly. It was noted the latch tab on the cord door was broken off.

Event description:
It was reported that the programmer spontaneously shut down just after powering on, would not turn back on, and smelled like smoke. The programmer was returned to service. There was no patient involvement.